Manufacturer narrative:
(B)(4). A flexiva 200 tractip laser fiber was returned in one continuous piece. The returned piece measured approximately 314.2 cm from the top of the connector to the tip which includes the complete distal tip. There was no damage along the body of the fiber. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face, this indicated that the fiber was broken within the connector. Review and analysis of all available information indicated that the root cause is cause not established. A complaint with a cause of cause not established indicates that the investigations findings did not lead to a clear conclusion about the cause of the adverse event. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
A flexiva 200 tractip laser fiber was investigated by boston scientific corporation on december 6, 2018. Per results of the investigation, the laser fiber was broken within the sma connector. See section h10 for full investigation results.